Event description:
It was reported that while attempting a rewind the user selected fill tubing only, then successfully completed a standard rewind and supply change, after which the ilet fell from a table and pulled the infusion site off the applicator prior to application; the user, using a teflon inset 23", 6 mm, then placed a new infusion site and resumed insulin delivery with existing cartridge-to-connector supplies, with no alerts or alarms and no device damage, consistent with a use-of-device problem and an infusion set deployment issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and indicated the device component terminology was not specifically available while the problem related to device use. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.